Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose levels at the time of incident was 28 mg/dl. Customer reported that insulin pump screen had scratches and battery run out quickly. Customer reported that they gave crab to treat low blood glucose. No further patient complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for alleged low blood glucoses, cosmetic damage located on the lcd screen and charge/battery lasts less than expected on event date september 23, 2022 device passed active current measurement, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed delivery accuarcy test at 0.0873 inches. Unit did not pass the sleep current test due to high current, problem isolate to electric board 1. Unit was successfully downloaded using thump and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected alarms/alert/anomalies noted during testing. No low battery alert was found on the event date in the history files or traces. Unable to verify low bg's. Device mp was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. P-cap was attached and locked into place properly. The following were noted during visual inspection: scratched lcd window (minor), scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. No unexpected alarms/alert/anomalies noted during testing, unable to verify low bg's. Cosmetic damage was confirmed at the lcd screen. Charge/battery lasts less than expected and unexpected battery power loss was confirmed, problem isolated to electric board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.